Manufacturer narrative:
The devices involved in the event will not be returned for eval. Model# of the onyx involved: 105-7100-080 (3ea). (B)(4).

Event description:
Treatment of an avm. It was reported the pt was treated with three vials of onyx via two marathon catheters. During procedure, cerebral hemorrhage occurred due to catheter perforation of a feeder artery. On (B)(6) 2010, the avm was resected and a slight paralysis caused from the resection was observed. On six months f/u, no symptoms were observed with the pt except for partial convulsion.